Event description:
It was reported that a patient had a revision where the catheter had ¿deteriorated.¿ the pump and catheter were both replaced. No drug information, event date, or patient outcome was reported. Follow up was being conducted in an effort to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).